Manufacturer narrative:
Control solution testing was conducted and results fell outside the valid range.

Event description:
Customer reported receiving inaccurate high readings. Customer received a lab reading of 67 mg/dl and a blood glucose reading with freestyle of 185 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.